Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: ¿ not recommended for patients who are: experiencing skin irritation or breakdown at the site. " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours." (B)(4) is found to be adequate to fulfill (B)(4) revision 19 as it states : precautions: ¿ not recommended for patients who are:- experiencing skin irritation or breakdown at the site "¿ discontinue use if an allergic reaction occurs." "6. Replace the purewick¿ female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter." "¿ assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was not using the purewick female external catheter because the doctor told them not to after they got a urinary tract infections. Per the follow up via phone on 27jul2023, it was reported that patient acquired multiple urinary tract infections from using the purewick female external catheter. Patient received a prescribed antibiotic to treat the infection. It was also reported that the customer experienced skin breakdown on patient inner thighs from the wick rubbing against them. Customer states that patient was no longer using the device after the doctor recommended patient to stop using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported, that patient was not using the purewick female external catheter. Because the doctor told them not to after, they got a urinary tract infections. Per the follow up via phone on (B)(6) 2023. It was reported, that patient acquired multiple urinary tract infections from using the purewick female external catheter. Patient received a prescribed antibiotic to treat the infection. It was also reported, that the customer experienced skin breakdown on patient inner thighs from the wick rubbing against them. Customer states, that patient was no longer using the device, after the doctor recommended patient to stop using it.